Event description:
Product: menstrual pads (feminine hygiene product) issue type: suspected chemical contamination / strong chemical odor severity: moderate (potential mucosal exposure) report text: I opened a brand-new, unopened menstrual pad from a newly opened package and immediately noticed a strong, abnormal chemical odor. The smell was intense and not consistent with normal manufacturing or packaging odors. Initially, I thought the odor might be related to menstrual blood, but after opening and smelling a new, unused pad from the same package, the same strong chemical smell was present. The odor was sharp and solvent-like, suggesting possible chemical contamination, off-gassing, or improper manufacturing or storage. I stopped using the product immediately due to concern about direct skin and mucosal exposure. This odor was present before any bodily contact and was not normal for menstrual products I have used previously. I am concerned this product may pose a chemical exposure risk to users and believe the lot/batch should be investigated. I have retained the product and packaging for inspection. Pt: 4582. Device: 1425. Reference: mw5183011.